Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients battery was no longer holding a charge and therefore underwent an ipg replacement procedure. The patient had excellent coverage postoperatively. The explanted ipg will not be returned.